Manufacturer narrative:
Tiger aesthetics medical complaint # (B)(4). Device evaluation: d6b, d9, g3, g6, h2, h3, h6, h10. Tiger aesthetics medical received the suspected device from the customer and performed a failure analysis. The device was returned back and upon initial observation found to have shell failure and moderate yellowing. The device was unable to weigh. Upon device inspection, the device was received in one piece and denotes delamination. Upon optical inspection, the explant was received ruptured and was submitted for optical analysis. An unknown cause was identified. The explant was analyzed using an optical microscope and images were taken of the areas. The observed result of mechanical testing was 566% for ultimate elongation and 6.4(lbf) for ultimate beak force. The cause of shell failure is local stress of unknown origin. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right-side capsular contracture baker grade 4 and right implant ruptured, discovered during surgery. Rupture date of event: 7/08/2025.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Additional information: h6. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Correction: b5.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right-side capsular contracture baker grade 4.